Manufacturer narrative:
A manufacturing review could not be completed because the lot number was not provided. The device was not returned for evaluation and images were not provided for review. The complaint investigation is inconclusive for the reported deployment issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event.

Event description:
It was reported that during deployment of a vena cava filter, the pusher pad became caught around the filter limbs during deployment; however, after several attempts were made the pusher pad was released from the filter for a successful deployment. There is no reported patient injury.